Event description:
A power source alert was reported in the pump history, with symptoms including battery jumping. There was no adverse impact to the customer¿s blood glucose level. Information provided did not specify the outcome of the event or any corrective actions taken.